Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was explanted following a message that indicated the device was in a fallback mode.